Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture attached (cuff miss)¿ and guide break were confirmed. The difficulty opening and closing the foot could not be tested due to the condition of the returned device. Entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a lysis procedure with a cragg-mcnamara infusion of the left tibial. Reportedly, the proglide needles were removed with no suture attached. The footplate was lowered yet the device was stuck in the patient. After advancing the device and manipulating several times, it was still stuck. The footplate was lodged on the artery; however, no damage was noted. The vessel was incised to remove the device. A patch was used to achieve hemostasis of the incised vessel. When the proglide was removed, the guide was noted to be separated yet held together with the actuator wire. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.